Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Additional aaa® devices included in this report: pxc121000/12793275, plc161000/12920550.

Event description:
On (B)(6) 2015, the patient was treated for an aortic dissection with several gore® excluder® aaa endoprostheses (rlt231414/13114432, pxc121000/12793275, plc161000/12920550) and gore® viabahn® endoprostheses with heparin bioactive surface (unk/unk). It was reported on (B)(6) 2015, that the patient presented to the hospital complaining of leg pain, and it was found that the left limb was completely occluded. The devices were explanted on (B)(6) 2015, and the physician completed an aorta bi-fem. The patient tolerated the procedure. The devices are available for examination.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device. The devices were evaluated. Evaluation summary - the devices were returned to w. L. Gore & associates for investigation. Submitted in formalin were three gore excluder aaa endoprostheses: one trunk ¿ ipsilateral leg endoprosthesis (trunk) and two contralateral leg endoprosthesis (cl-1 and cl-2). Also submitted was a non-gore bare metal stent (ng stent). The distal 5.5 cm of cl-2 was contained within the ng stent and was constrained to approximately 50% of its fully expanded diameter. The abluminal surfaces of the trunk, cl-1, and cl-2 were multifocally covered by a small amount of loosely adherent red to light tan friable tissue. A circular segment of elastic light tan tissue was attached to and partially encircled the proximal pole of the trunk. The luminal surfaces of the trunk, cl-1, and cl-2 were multifocally covered in a minimal amount of red to light tan, loosely adherent and friable tissue. A focus of thin tan tissue was firmly adherent to the luminal surface of cl-1 at the distal pole and extended distally approximately 0.5 cm. The lumen of ng stent was occluded with red to light tan, loosely adherent and friable tissue. Histopathological examination of two tissue specimens was performed; one from the elastic tissue on the albumen of the trunk and one from the luminal tissue within the ng stent. A segment of native aorta was attached to the trunk fixation anchors. The tissue from within the lumen of the ng stent consisted of acute, platelet rich thrombus. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified.